Event description:
It was reported that the bd ultra-fine¿ pro pen needle experienced a cannula that broke off. The following information was provided by the initial reporter: patient complained that pen needle gets stuck in pen.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Manufacturer narrative:
H.6. Investigation: three photos were returned from an unknown lot. No., cat. No. 320561. Visual examination of the returned photos was carried out and a broken piece of cannula was observed in the septum of two insulin pen samples. No DHR review can be carried out as lot number is unknown. Based on the photos returned and the fact that no physical samples were returned for investigation this cannot be confirmed to be manufacturing related. H3 other text : see h.10.

Event description:
It was reported that the bd ultra-fine¿ pro pen needle experienced a cannula that broke off. The following information was provided by the initial reporter: patient complained that pen needle gets stuck in pen.